Event description:
Information was received indicating that a smiths medical medfusion pump exhibited beeping alarm. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that pump motor drive off post and a battery depleted error was found recorded in history. During analysis, pump motor drive off post was found followed with a battery depleted alarm. Battey was found not charging which is causing the pump motor drive off post error. It was noted that normal wear was the cause of the reported issue. Service replaced battery, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.